Manufacturer narrative:
(B)(4) 2018 - we have requested that the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
(B)(6) 2018 - the consumer claims to have burnt his hip while in use of the product. The consumer was sitting on the couch while using the product. The consumer had an infection on his hip due to the burn and was admitted to the hospital